Event description:
It was reported that during a venous ablation procedure, a guide wire tip detachment occurred. The target lesion was located in the tortuous left greater saphenous vein. The pt suffers from symptomatic left lower extremity varicose veins with reflux. The physician visualized the left greater saphenous vein under ultrasound. A mini-stick was used to successfully gain access to the saphenous vein, and standard 7f sheath was inserted. A radiofrequency ablation catheter was advanced over the guide wire to approximately 4 cm above the knee. However, the vein was too tortuous and the catheter was unable to be advanced any further. A .014" pt2 guide wire was then advanced through, the venous catheter; however, the wire "could not be advanced much further." The physician then withdrew the pt2 guide wire, and noted that the 2 cm hydrophilic tip was missing. A "diligent" search of the leg was conducted with a duplex ultrasound, but it was unsuccessful. Lidocaine was administered peri-vein via the ablation catheter, and then radiofrequency ablation was initiated. The pt tolerated this procedure well. Access was then obtained mid left thigh via the greater saphenous vein. Lidocaine was again administered, and radiofrequency ablation was performed. Post procedure, the pt tolerated this procedure well. Post procedure, the radiofrequency ablation catheter was dismantled in an attempt to locate the tip of the pt2 guide wire; however, it was unable to be located. X-rays were performed for both the leg and chest in an attempt to locate the guide wire. A "cut-down" of the leg was performed to retrieve the wire. The pt status post procedure was "fine." No further pt injuries or complications were reported. Pt was released from the hospital the same day.